Manufacturer narrative:
Patient demographic information not provided. The fse identified bubbles in the substrate pump piston chamber during substrate prime. The fse determined that air was being introduced into the pump from around the piston seal. The fse replaced the piston seal to resolve the issue. Ind flagged results are consistent with substrate delivery performance issues identified by the fse. In conclusion, the cause of this event is a hardware malfunction which could cause the system to generate erroneous results. However, there is no indication that this potential was realized in this instance.

Event description:
The customer reported obtaining ind (indeterminate) flagged access accutni+3 results for several patients on the access 2 portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reported that upon reassay on the same system, valid numerical accutni+3 values were generated. The customer indicated that no change to patient treatment had occurred as a consequence of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate the system. This report(mdr2122870-2016-00496) concerns the patient results generated 25sept2016 and report mdr2122870-2016-00492 concerns the patient results generated 24sept2016.